Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for gn 12.17.according to the reporter, during laparoscopic sleeve gastrectomy, after the first fire, the loading unit appeared to "break" where it was connected to the adapter. A new loading unit was placed on adapter with no issue and case was completed. There was no patient injury.